Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain."

Event description:
It was reported that the patient underwent a left total hip arthroplasty on (B)(6) 2007. Subsequently, the patient was revised on (B)(6) 2016 due to pain. During the revision, the surgeon was unable to remove the head from the trunnion and had to remove the stem, resulting in a one hour delay.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported that patient underwent a left total hip revision procedure approximately nine years post-implantation due to pain. During the revision, the surgeon was unable to remove the head from the trunnion and had to remove the stem, resulting in a one hour delay.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. This complaint sample was evaluated and the reported event was not confirmed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised approximately nine years post-implantation due to metal on metal reaction with elevated ion levels and pain. During the revision, the surgeon was unable to remove the head from the trunnion and had to remove the stem, resulting in a one hour delay. No additional information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical products: item # us157852, m2a-magnum pf cup, lot # 550000, item # 12-103207, taperloc por red/dist, lot # 703430, item # 139258, m2a-magnum 42-50m tpr insrt, lot # 604850.

Event description:
It was reported that a patient was revised approximately 9 years post implantation due to elevated ion levels, altr and increasing pain. Attempts have been made, and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of medical records. Visual and dimensional evaluations could not be performed as the product was not returned. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information. This report is number 1 of 3 mdrs filed for the same patient (reference 1825034-2016-01032 / 02113 / 02114).

Event description:
It was reported that patient underwent a left total hip revision procedure approximately nine (9) years post-implantation due to pain. During the procedure, the femoral head and stem were removed and replaced.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient was revised approximately nine years post-implantation due to elevated ion levels and pain. During the revision, the surgeon was unable to remove the head from the trunnion and had to remove the stem, resulting in a one hour delay.